Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having had left side moderate breast pain. It was also reported an infection not related to the device. Healthcare provider later reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having had left side moderate breast pain. It was also reported an infection not related to the device. Healthcare provider later reported a left side deflation. The device remains implanted.